Manufacturer narrative:
Approximately 1 cm of the catheter was returned. The catheter was patent and passed leak testing. Both ends appear to be jagged. It is unknown how or when the damage occurred. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the catheter was removed as part of a shunt explant. According to the report, there was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.